Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The sales rep was in a case with the surgeon. The surgeon inserted the base plate fine and went to insert a 1 x 9mm ps insert. However, this did not fit as he would like and he decided to extract it. The sales rep advised that extracting the insert would cause it to break (it did, the locking wire broke) and there was not a spare 1 x 9mm ps insert to hand. The surgeon proceeded to use a 1 x 11mm insert to complete the case. He was happy with the result. The correct size did not sit a planned on the base plate. Update: surgical delay 5-10mins.